Event description:
A complaint of high readings was received on a customer's precision xtra meter. A test was performed and a reading of 62mg/dl was obtained. A lab comparison reading of 23mg/dl was obtained at a hosp. There was no report of death, serious injury or mistreatment.